Event description:
Consumer called to report high blood sugar readings on his meter. Other meters are reading 100 points less. Analysis run on clark error grid using mean avg. Reading (279) as reference point vs. Bd readings (342, 332, 317, 124) yielded some data points in the d range of the grid, outside acceptable limits.